Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump received with cracked reservoir tube lip, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor position encoder error and motor error. The customer's blood glucose level was reported to be 208.8mg/dl. It was reported that the pump would be replaced and returned for analysis.